Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a patient using suresmile retainer experienced spacing created between teeth 24 and 25 on the lower arch. The had to go back to wearing their last aligner to help close the space again. The patient will be rescanned for new retainers